Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sensor had suspended insulin delivery due to difference in sensor glucose and blood glucose value. Customer got inaccurate readings. Blood glucose value that triggered suspend event was 67.00 mg/dl. Difference between sensor glucose and blood glucose value was not within range. Sensor was securely taped to skin and had not moved. No harm requiring medical intervention was reported. The sensor will not be returned for analysis